Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. White foreign material was observed within the device and on shell surface. Device appears intact as per visual inspection. Leak test was performed and two rents was discovered measuring rent a and b < 0.1 cm on the rent a in the posterior aspect and rent b on the anterior aspect. No other anomalies were discovered. Microscopic examination of the edges of the rent gave no indications as to cause. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 275cc saline breast implants which the right side deflated after implantation. As a result, patient had the right implant removed and replaced with catalog number 3502275, serial number (B)(4) on (B)(6) 2017.

Manufacturer narrative:
On 6/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).